Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, d10, h2, h3, h6, h11. The device was returned to olympus for inspection, and the reported failure was confirmed. The device evaluation found that the device had damage consistent with the issues. There was restriction within the insertion tube and brush passage, no brush parts were detected. A root cause could not be identified. The customer did use a non-approved olympus accessory. Therefore, based on the results of the investigation, it is likely the following lead to the malfunction: failure to follow instructions, problem traced to the user not following the manufacturer's instructions. The event can be prevented by following the instructions for use which state: "the recommended combinations of equipment and accessories that can be used with this endoscope are listed below. Some items may not be available in some areas. New products released after the introduction of the endoscope may also be compatible for use in combination with the endoscope. For further details, contact olympus. Warning: be sure to use the equipment in one of the recommended combinations. If combinations of equipment other than those shown below are used, the full responsibility is assumed by the medical treatment facility." (The appendix lists out the compatible equipment with the device and recommends the customer to contact olympus for further compatibility. The IFU lists out the endotherapy and reprocessing accessories clearly within the section.) Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a therapeutic bronchoscopy procedure, a non-olympus cleaning brush broke off from the channel of the bronchovideoscope and lodged into the patient's lung. An x-ray was done during the procedure, but did not show the broken brush. The procedure was completed. The broken brush was later located on a computed tomography (CT) scan on (B)(6) 2025. The patient underwent a second procedure on (B)(6) 2025 with general anesthesia to remove the broken brush from the lung using a forceps. The customer reported that the brush was used to clean the device after its previous use, then somehow became stuck in the bronchovideoscope and subsequently fell into this patient. The patient showed no clinical symptoms related to the event.